Manufacturer narrative:
It was reported that a statspin centrifuge unit had burning smell. The wire from the power supply to the pcb assembly was melted. No injuries reported. No visible flames or smoke was observed and no fire department as called. However there is evidence of charred material.

Event description:
Customer stated that the wire from the power supply to the pcb assembly was melted.